Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation and "prosthesis collapsed and remains on rib which causes me pain", "dissatisfied that the prosthesis has deflated without trauma". "Poor libido and self-esteem" also reported, but not device related. The device remains implanted. Left side.

Event description:
The device was explanted.